Manufacturer narrative:
The device was returned for analysis. The reported material separation of the tip was unable to be confirmed. The reported flattened sheath was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that inadvertent mishandling during unpackaging/removal from the tray contributed to the reported/noted flattened/smashed sheath; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulty cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when removing the 6.50x120mm supera self expanding stent system (ses) was removed from the packaging, it was noted the tip was detached from the delivery system and the sheath was flattened. The device was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when removing the 6.50x120mm supera self expanding stent system (ses) was removed from the packaging, it was noted the tip was detached from the delivery system and the sheath was flattened. The device was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.